Manufacturer narrative:
(B)(4). G2 foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient was revised due to ongoing pain. Review of the x rays appear to indicate an elevated joint line. A decision was made to open the knee. The femoral component was removed and a new femoral component and stem implanted in a more distal position thereby distalizing the joint line - to improve pf kinematics. It seemed like the size d component was larger than what was removed so the idea was that this would tighten the flexion gap. The insert was downsized from a 17mm to a 12mm (femur distalized by 5mm). Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and assessed but not sent to radiology for further review. The rep indicates that the bearing was exchanged for a smaller size due to pain and to provide better kinematics of the joint which could be clinically correlated with rom and gait testing on exam but would not be identifiable on plain film x-ray. Sending the image would not enhance the investigation. Devices are used for treatment. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.